Event description:
In 2009, the lay patient contacted lifescan alleging that her one touch ultra mini meter displayed the error 2 message. The complaint was classified based on the information provided to the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to contact the patient. A letter was sent to the patient. The patient claimed that she kept getting an error 2 message on the lfs meter. She said she felt like she was floating, was sweating, and had to use the bathroom a whole lot after the issue started. The patient indicated she experienced the symptoms 30 minutes after the product issue started. She denied receiving treatment as a result of the issue. The cca was unable to complete troubleshooting because the patient had no test strips. The patient's products were replaced. This complaint is reported because the patient claims she experienced symptoms suggestive of hypo or hyperglycemia after the lfs product displayed the error 2 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.